Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020 (B)(4) (con): information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by a basic evaluation patient that they had a lot of mucus in their throat since the night prior to the call and it was noted that they referred to the hospital as the place where they had their procedure. On (B)(6) 2020, the patient stated that they were having problems with not emptying out. No further complications were reported at this time.